Manufacturer narrative:
Philips investigated this complaint. According to the additional information collected, the system was in clinical use when the issue occurred. The coronary emergency treatment procedure was aborted, and the patient was moved to another hospital. A philips field service engineer (fse) visited the site and confirmed that the system was unable to make exposures. The fse found that the detector had a bootup error and the probable cause of the malfunction was the detector or the detector power supply. The system was not under warranty and the customer refused to buy a part therefore, no additional investigation or corrective action was possible or has been provided by philips. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was unable to perform exposure. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.